Event description:
It was reported that during the procedure merlin pacing system analyzer (psa) was not properly functioning. It failed to sense and to capture. It was noted as well that no impedance measurements were being displayed. No intervention was reported. There were no patient consequences.